Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR# 3008264254-2016-00083. Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Device was not returned.

Manufacturer narrative:
This is follow-up # 3 report being submitted for this complaint with associated MFR# 3008264254-2016-00083. A non-sterile prowler sel plus 150/5cm 45tip was received coiled in a tray inside of a plastic bag. The device was inspected and residues of saline solution were observed along the body, the tray was also inspected and residues of dry blood and dry saline solution were observed on it. The received device was inspected under microscope and residues of dry saline solution were observed on the body of the received micro-catheter. The review of lot 17458595 revealed that 1 rejected unit was for fiber contamination and it could be related to the reported complaint. However; the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. All defects were reviewed against process fmea. No other issues were noted that were considered potentially related to the reported complaint the event reported as ¿catheter (body/shaft) - foreign material¿ could not be evaluated due to residues of dry saline solution along the body of the received micro-catheter. However the failure reported could not be related to the manufacturing process. Procedural factors and handling process may have contributed to the reported failure. No corrective action will be taken at this time.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint with associated MFR#3008264254-2016-00083. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the contact at the user facility that upon opening the inner package of the prowler (606s255fx/17458595) microcatheter, dust was found on the catheter. It was not clean and already contaminated. This was discovered before the catheter was used on the patient. It was initially reported that the complaint product is available for return.

Manufacturer narrative:
This is follow-up report being submitted for this complaint with associated MFR# 3008264254-2016-00083. It was reported by the contact at the user facility that upon opening the inner package of the prowler (606s255fx/17458595) microcatheter, dust was found on the catheter. It was not clean and already contaminated. This was discovered when prowler catheter was opened but before the catheter was used on the patient. There were no damages noted on the shipping box, outer product box or the inner product pouch. The target site for the procedure was reported to be a saccular aneurysm at the internal carotid artery. It was initially reported that the complaint product is available for return. Product returned for analysis. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.